Event description:
Caller reported that the mobile app was frozen while loading a cartridge. There was no reported adverse impact. The customer re-launched the app successfully, which resolved the issue with the frozen application.